Manufacturer narrative:
E1-initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation at 8 atmospheres for 5 seconds. The device was removed from the patients body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination of the entire extrusion length of the hypotube found no issues. Examination of the entire extrusion length of the shaft polymer extrusion found no issues. A detailed microscopic examination of the balloon material identified a balloon tear/rupture at 2 mm proximal to the proximal markerband. No issues were identified along the length of the shaft polymer extrusion. Distal tip showed no signs of damage. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. E1-initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation at 8 atmospheres for 5 seconds. The device was removed from the patients body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.